Event description:
The customer reported that the device was not recognizing the therapy cable. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer's biomedical engineer evaluated the device and isolated the problem to a malfunctioning therapy cable. The customer replaced the therapy cable to resolve the symptom. The device passed testing and was put back into use.